Event description:
It was reported that the programmer displayed an error message and "locked up." The programmer was rebooted and the error cleared and the programmer was working. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.